Event description:
It was reported that the patient became disconnected from the ilet and remained off therapy for several hours, after which the patient experienced hyperglycemia while not using the device; insulin delivery was later resumed with assistance to insert a 23-inch, 6 mm infusion set. Symptoms included elevated blood glucose up to 400 mg/dl without ketone testing, without backup therapy, and without immediate health effects. Outcomes included no medical intervention and no hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed user-related interruption of insulin delivery as the precipitating factor for high glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy discontinuation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.